Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (connecting tube has foreign objects) was not established. The most probable cause of the complaint (c-cover has a burn) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had burn on c-cover and foreign objects in connecting tube. There was no patient involvement.